Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "inconsistent readings" issue when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced shaking, delusions, confusion, and had a loss of consciousness, and was unable to treat themselves. Hcp contact was made, and the customer was provided an injection of insulin for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has not yet been returned and a valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the freestyle libre meter was reviewed and the dhrs showed the freestyle libre meter all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "inconsistent readings" issue when scanning the adc freestyle libre sensor. On 01jul2021, as a result, the customer experienced shaking, delusions, confusion, and had a loss of consciousness, and was unable to treat themselves. Hcp contact was made, and the customer was provided an injection of insulin for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event